Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Sled would not tighten enough to keep leg upright. Leg keep falling either internal or external. Surgical delay yes -16-30 minutes; case type: tka.

Manufacturer narrative:
Reported issue it was reported that the ball is loose. Product history review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 05/06/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 210110, lot 19620816 shows no additional complaint(s) related to the failure in this investigation. Material analysis: material analysis was not completed as no material failure was alleged. Functional inspection: the sled assembly was tested using a known good base bar and boot assembly. The issue could not be reproduced after the lever was locked conclusion: the issue could not be reproduced. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event.

Event description:
Sled would not tighten enough to keep leg upright. Leg keep falling either internal or external. Surgical delay yes -16-30 minutes. Case type: tka.